Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. At a twelve month follow up appointment on (B)(6) 2026, transesophageal echocardiography (tee) was completed, and device related thrombosis was noted. The patient was put on oral antithrombotic medication. There were no further complications reported.